Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery there was a malfunction of the universal modular electric/battery double trigger handpiece. While using reamer sizes 56 and 58 the machine stopped during surgery and couldn't be started again. The surgery was continued with new batteries and complete charging. There was no patient harm or delay reported, and the procedure was completed with an alternate device.